Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. Reportedly, customer had delivered too large of a bolus for the amount of food consumed. Bg was treated with an unspecified intravenous treatment, and customer was put on oxygen. Reportedly, customer left the ER 30 minutes later with customer in stable condition (bg 140 mg/dl).